Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was reported the unit displayed a "device failure 6" and they could not clear it. The unit was swapped out. There was no patient injury reported.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the pba m1.3 of the gas dosage and mixture module failed. The device reacted as specified and posted accompanying alarm messages and opened the safety valve for spontaneous breathing. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated in order to inform the user about the problem. The device was repaired on site by replacing the affected pba m1.3. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.